Event description:
According to the reporter, during dialysis therapy (during infusion), the machine presented a microbubble alarm and bubbles were only observed in the system. After the resolution of the alarm, an exhaustive evaluation of the entire catheter was performed and a small fissure/crack on the venous lumen was observed (there were no bubbles on the venous lumen). The catheter was implanted on (B)(6) with no report of incidents or events prior to this complaint. Anything unusual was observed. The catheter was not repaired and hadno leak. Proasepsis pañin with 2% alcoholic chlorhexidine were the cleaning agents used on the device and typically utilized to clean the adapters. The asepsis agents mentioned were applied, drying was allowed, and it was covered with dressings (sterile gauze and fixomul). Ointments were not applied. In each treatment, the clamps were relocated to avoid sustained pressure on the same area of the catheter body. Tego system was utilized (an intelligent adapter with a membrane that prevents blood loss due to disconnection of the lines when the catheter clamps were open). There are no other deficient products used during the event. There was no blood lossand no blood transfusion was required. Treatment was said to be completed. No patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. It was reported that the doctor on duty was notified who ordered a catheter change for vascular surgery. The patient underwent a surgical procedure to remove the cracked catheter and implant a new catheter on an outpatient basis, without requiring additional interventions or hospitalization and this resolved the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis therapy (during infusion), the machine presented a microbubble alarm. After the resolution of the alarm, an exhaustive evaluation of the entire catheter was performed and a small fissure of the venous lumen was observed. The catheter was implanted on june 2 with no report of incidents or events prior to this complaint. The catheter was not repaired and had no leak. Tego was not utilized. There are no other deficient products used during the event. No patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. It was reported that the doctor on duty was notified who ordered a catheter change for vascular surgery. There was no reported patient injury.